Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2015. The cause of death was coronary artery disease with renal failure. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had kidney failure, and heart disease. The caller reported that insulin pump was already returned and supplies were given to another diabetic patient.